Manufacturer narrative:
Additional information received on 3/26/2019 indicated the patient underwent removal and replacement with saline mentor smooth round spectrum 275cc, catalog number 3501440, lot number 7634349, serial number (B)(4) and serial number (B)(4). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) is in progress. Once completed, a supplemental report will be submitted. Concomitant products: mentor smooth round spectrum 225 cc saline breast implant, catalog # 3501430, lot # 214398. (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female patient underwent a primary breast augmentation with a saline mentor smooth round spectrum 225 cc and experienced deflation on the right breast implant. The patient had a spontaneous deflation. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
New information: mentor received additional information indicating that the explantation date was on (B)(6) 2019. The additional information also indicates the patient underwent bilateral removal and replacement with mentor breast implants of unknown type. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2019, a manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).